Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient developed skin reactions with infections at the omnipod and cgm insertion sites. Prior to sensor insertion the area was prepped with flonase spray. The patient developed redness, inflammation, pimples, drainage, pus, and ¿hard skin¿ at the sensor puncture site. The patient had itching and burning sensation in the area. At an unspecified date, a pediatrician physically inspected the sensor insertion site and stated the area looked infected. The patient was prescribed mupirocin 2 percent topical ointment twice per day (morning and evening) and an unspecified oral antibiotic. At the time of the report, the patient was recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.